Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an attempted crt-d upgrade procedure, elevated pacing threshold and pacing impedance were observed. The patient¿s superior vena cava (svc) was found to be entirely occluded. A new rv lead was attempted to be implanted but was unable to get the lead past the occlusion. The lead was discarded, and the chronic rv lead was connected to the existing generator. The patient was stable.

Event description:
New information received notes the lead was explanted and replaced. The patient was stable.